Event description:
The ICU department was pacing an 85 year old male patient for a tewnty-four hour period. The device was set at 30ma, and 60ppm. The staff used the same multi-function electrode stat padz for the duration of the pacing. The patient then went into ventricular fibrillation. The staff attempte to shock the patient three times, once at 200j, the second time at 300j, and the third time at 360 joules. During their attempts at defibrillation the staff alleged that they received a "pacer leads off" message displayed on the device screen. The staff further alleged that when the message appeared on the screen the device would not defibrillate the patient. The staff was able to obtain another device in the ICU department to continue defibrillation of the patient. The patient subsequent expired, but the complaint indicated that the patient ouctome was not as a result of the alleged malfunction.